Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure a faradrive was selected for use. The pulmonary vein isolation was performed with pfa successfully without issues. The farawave catheter was removed from the left atrium, a remap was performed and then the faradrive was also removed. The physician checked on intracardiac echocardiography (ice) and found no effusion. Then, a non-boston scientific rf catheter was used to complete a cti line ablation in the right atrium through the faradrive sheath. Upon completion of the ablation, ice was checked again and a small pericardial effusion was observed but the patient was hemodynamically stable. Once the access site was removed, patient changed hemodynamically and it was noticed that the effusion was growing. A pericardiocentesis was performed to treat the issue. The patient was kept for observation and was discharged.